Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose. Customer noticed noise coming from her insulin pump and customer was performing self test and insulin pump passed self test with no errors. The insulin pump will not be returned for analysis.